Event description:
A retromax stent was placed following a "pcnl" procedure. During a follow up visit, 10 days postop, the patient complained of kidney pain. An x-ray revealed that the kidney coil had broken off the stent and was resting in the mid pole. A ureteroscopy was performed to retrieve the stent pieces in which a nitinol basket was used to retrieve the coil. The patient was in good condition after the retrieval.